Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was having a low blood glucose attack. The customer stated she had just delivered a 20 unit bolus. The blood glucose reading was 61 mg/dl and the customer was advised to treat with juice. The paramedics were called to assist the customer. Nothing further was reported.